Event description:
On (B) (6), 2010, the lay user/pt's relative contacted lifescan (lfs) alleging that the pt's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the reporter or pt by phone. The pt's relative reported that the alleged power issue started 4 months prior to contacting lfs. It is not known what medications, if any, the pt takes to manages her diabetes. It is also not known if she made any changes to her diabetes management as a result of the alleged issue. Two months after the start of the alleged issue, the pt's relative reported that the pt was hospitalized. It is not known reason why the pt was hospitalized. The reporter denied that the pt developed symptoms; however, stated she was treated with what appeared to be "honey" by an hcp. At the time of troubleshooting, the cca noted that the subject meter's battery had not been replaced as recommended in the owner's brooklet. The reporter did not have a new battery with her at the time of the call. Replacement products were sent to the pt. This complaint is being reported, because the pt reportedly was treated by an hcp for a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.